Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a bactiseal universal shunt experienced a blockage. The device was revised. There were no other reported consequences for the patient.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation in two sections. The catheter section (~16.5 cm) was connected to 10 ml syringe with distilled water. Syringe was pressurized using minimal pressure. Fluid was observed flowing out of catheter proximal end. The catheter section (~8 cm) was connected to 10 ml syringe with distilled water. Syringe was pressurized using minimal pressure. Fluid was observed flowing out of catheter. No blockage was observed. A review of manufacturing records found no discrepancies when the device was released to stock. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.